Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damaged electronic assembly on electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error alarm but they were not able to clear it. The customer's blood glucose level was 150 mg/dl at the time of the incident. The customer stated that the insulin pump had an emergency beep and displayed critical pump error. The customer stated that they received an open book image on the insulin pump screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.